Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
"The sales rep, (B)(6) reported that whilst observing a left knee revision surgery, it was noticed that the implant was incorrect. The sales rep further reported that the packaging stated that the implant was a left medial / right lateral but the unit that came out of the box was in fact a right medial / left lateral. The sales rep further reported that the packaging and label was checked and it stated, the correct implant. It is further reported that the surgery was completed successfully. It is further reported that the surgery was affected as cement was put in place of where the metal augment should have been." "Update: new info was received on (B)(6) 2010. The sales rep and the (B)(4) product mgr for knees met with the surgeon, (B)(6), on (B)(6). The result of the meeting was that the surgeon confirmed the event occurred due to surgeon error, not as a result of a product identification issue, and that no further actions or investigations needed to be taken. The surgeon apologized for any unnecessary efforts."